Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) and before performing a notice of field change (nfc) of the device, the battery backup was dead. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The system one had been in storage not plugged into a/c power on the "on" position and not charging since (B)(4) 2011. This system has never been used clinically. The field service representative (frs) replaced the batteries and verified the system met manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.